Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Evaluation of the subject device confirmed the following; defect of a display port (dp) board was noted. If additional information becomes available, this report will be supplemented.

Event description:
Color bars were displayed on the endoscopic image. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.